Event description:
Rptr complains of: joint pain, swelling and stiffness, hand and finger swelling and disfigurement, arthritis symptoms, muscle fatigue, fatigue, general aching and stiffness, hair loss, and coldness of extremities. She is worried and scared.